Manufacturer narrative:
Unit has not yet been received by manufacturer for evaluation. Follow-up will be issued if necessary based upon investigation results. Unit was replaced for customer in advance of investigation findings.

Event description:
It was reported that the unit has a burning smell when it is started for operation. No pt involvement or adverse consequences were reported.